Event description:
It was reported that the user experienced a blood glucose of 59 while the system was in bg run mode, felt ¿off,¿ and self-treated with oral glucose; the low value was not visible in reports and the cause of the event was unclear. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.